Manufacturer narrative:
Preliminary analysis of the returned device confirmed the battery was depleted. However, the device operated within specifications when connected to an external power supply.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, at previous pacemaker follow-up the battery indicated there were 14 months left on the battery. Patient was given 6 month appointment. At that appointment device had gone to back-up mode and was at end of life. The query is why the battery dropped so quickly when it indicated that there was 14 months battery left at the previous follow-up. Device was explanted and will be returned for analysis.

Event description:
Reportedly, at previous pacemaker follow-up the battery indicated there were 14 months left on the battery. Patient was given 6 month appointment. At that appointment device had gone to back-up mode and was at end of life. The query is why the battery dropped so quickly when it indicated that there was 14 months battery left at the previous follow-up. Device was explanted and will be returned for analysis.

Event description:
Reportedly, at previous pacemaker follow-up the battery indicated there were 14 months left on the battery. Patient was given 6 month appointment. At that appointment device had gone to back-up mode and was at end of life. The query is why the battery dropped so quickly when it indicated that there was 14 months battery left at the previous follow-up. Device was explanted and will be returned for analysis.